Event description:
It was reported that during an adnexectomy procedure, the device had three good seals on adnexa before the device had insufficient sealing and false alarms despite evidence of energy delivery and end tones being heard. The jaw was frequently cleaned. Another device was used successfully with the same generator. Patient had bleeding but no transfusion necessary.

Manufacturer narrative:
D10 concomitant product: lxmj37s, maryland xp inline sealer/divider 37 cm (lot #: 50780315x); vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the product analysis found that the device produced an instant re-grasp alarm when activation attempts were made. The devices were disassembled, and it was identified that a connector had detached from the contact pad on the stationary side of the rotation wheel. The device was brought to the attention of manufacturing engineering. It was reported that the device had insufficient sealing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of connector that was disengaged. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.